Event description:
Two hundrend twenty five days after implantation of a 2.5x8 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the ostial/proximal right posterior descending artery (pda a pre-intervention stenosis of 90% was reported. A 2.5 x 8 mm taxus stent was deployed in the lesion, overlapping another 2.5x8 mm stent taxus stend deployed in the mid pda. A post-intervention stenosis of 0% was reported. Th ept received aspirin pre-procedure, and angiomax and nitroglycerin during the procedure. The vessel was reported as tortuous but not calcified. Pt complications were reported as none. The pt presented 225 days after the initial procedure with a 75%-80 in-stent restenosis in the ostial/proximal right pda. Following balloon dilation, a cypher stent was deployed in the restenosis region. A post-intervention stenosis percentage was not reported. Pt complications were reported as none and pt condition was reported as satisfactory/good.